Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked tank cover, worn enclosure, a faded line cord, and an outdated pcb and power switch. The investigator subsequently filled the tank with water, attached the temperature check, plugged in the line cord, and turned on the power switch. The customer reported product problem (failure to heat) was confirmed during testing. The product problem occurred because of a faulty heater. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was a user issue. This was identified as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the fluid warmer failed to heat. There was no patient involvement. The product problem was observed during testing. The tester did not observe any alarms.